Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated technical error 5, which is a power error. Identification of issue has been done by analyzing problem description. The solution to the technical error 5 (te5) occurrence is unknown and it is not possible to know which parts have been found defective. Technical error (te) 5 is indicating 'power error' (the 24v signal is below 21.5v). Recommended actions when te5 occurred are to replace dc/dc & standard connectors board or to replace the gas modules. The issue was decided to be reported as occurrence of the te5 may lead to stop of ventilation. There was no patient harm. Unfortunately, neither the device's logs nor the claimed part were available for further analyze, therefore the root cause to the reported issue has not been determined. The correction of field h8 usage of the device was required. This is based on the internal evaluation. Previous usage of device: unknown. Corrected usage of device: reuse h3 other text : 4117.

Event description:
It was reported that the ventilator generated a technical error code indicating a power error. There was no patient harm reported. Manufacturer's ref. #: 8010042